Manufacturer narrative:
Following our receipt of one unit and placed transmitter under microscope and found received physical damage to cow catcher and all connector pins, unable to continue with functional testing or verify charging and loss communication anomalies. In conclusion, the customer complaint of charging anomaly and loss of communication, due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and alleged for lost sensor, charger doesn't blink. The customer was treated with insulin pump. Symptoms witnessed during the event: tired and not feeling well. The event involved products mmt-1884, mmt-7040a, mmt-431ag, mmt-7841zn and mmt-342g. Troubleshooting was not performed and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-431ag. No product return is required for mmt-342g. The customer will discontinue the use of the transmitter. Mmt-7841zn was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.